Event description:
On 06/08/2000, the facility's risk management associate informed the MFR's (MFR.) Representative of the following: per the pt's record, the doctor attempted to access the device to administer treatment. Pt experienced pain. X-ray performed that demonstrated the catheter broke (sheared). Pt was transferred to another facility for retrieval. Device brand name, catalog and lot number not recorded by the o.r. Personnel. The device in question is not available to be returned to the MFR. For analysis. On 06/28/2000, the MFR's representative attempted to contact the facility's risk manager and the associate to see if they were able to obtain the catalog/lot number of the device in question; however, they were not available. On 06/29/2000, the facility's risk manager informed the MFR's representative of the following: rep was informed of this incident on 05/31/2000, and has very little info. The device was implanted on 03/20/2000. To rep knowledge, the oncologist experienced trouble administering treatment. The pt presented to the ER (05/23/2000). An x-ray was taken that demonstrated the device catheter had separated and migrated. The pt was sent to a nearby hosp for removal of the catheter segment that migrated. To rep knowledge, the device body was discarded upon explant. The catheter segment is in the custody of the facility's risk manager. Suggested the MFR's representative contact that facility's risk manager to obtain add'l info regarding this event and if the catheter segment is available to be returned to the MFR for analysis. Additionally, rep stated that there was no long term affect to the pt. When asked about the catalog/lot number of the device in question, rep stated that it is unknown. It appears that the facility's o.r. Personnel have not been recording the catalog/lot numbers of implanted devices. Rep discovered that three (3) other devices that were implanted have not been not been recorded. This problem has since been corrected and the o.r. Personnel have been instructed to record the catalog/lot/sn's for all implanted devices for tracking purposes. When asked if the pt may have the info on pt's ID card. Rep stated that the pt informed rep that pt was not given an ID card or any info. On 06/29/2000, the MFR's representative attempted to contact the explanting facility's risk manager for add'l info and/or return of the device catheter segment; however, rep was not available. A message was left on rep's voice mail requesting rep contact the MFR. Regarding this event. No further details are available at this time.